Event description:
USA. Allegedly a patient who underwent a breast surgery revision on (B)(6) 2025 with a preserve technique, develop sepsis on her left breast, revision surgery was performed on (B)(6) 2026. At this point the serial number involved is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: infection.